Event description:
It was reported that the patient presented in the clinic for a device follow up. Noise was noted on the atrial lead. The patient was brought in clinic for further testing. The noise was not reproducible. Lead abrasion was alleged. No intervention was performed. The patient was stable throughout the event and will continue to be monitored.